Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited an increase in pacing impedance from 400 to 1800 ohms. Boston scientific technical services (ts) was consulted by the clinic and suggested testing the lead in unipolar. Seven months later the rv lead impedance measurement had increased to greater than 2000 ohms. It was noted the right atrial (ra) lead also exhibited high out of range impedance measurements of greater than 2000 ohms. A revision procedure was performed where the leads were explanted and successfully replaced. The pacemaker remained in service and no additional adverse patient effects were reported.

Event description:
Additional information was received that analysis of both the ra and rv lead showed calcified body fluid on the distal tip of the leads. Analysis noted that depending on how much calcification was on the lead before the lead was explanted, the impedance measurement could have been affected.